Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the tip of the hex driver broke off while removing a screw. A new instrument was used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified scratching and discoloration spots on the handle grip. Wear rings are present around the shaft near the tip. The hex tip is fractured and the fracture surface visually aligns with a bending overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.